Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the stapler 45 did not fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed as planned with no report of patient injury. The issue was resolved by using another device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was returned with a white reload in the jaw. The reload was removed and the instrument was tested in house. During in house testing instrument failed during initialization. The instrument was found to have an unclamp failure based on log review. Additional analysis was performed on the instrument by an advanced failure analysis engineer. Instrument failed to unclamp per logs, but unclamp failure was not replicated during in-house testing. Initialization failure that occurred during initial failure analysis was likely a result of using the stapler release kit (srk) to manually unclamp the instrument in-house. The srk use likely jammed the clamp mechanism, causing a jammed mechanism homing failure. Instrument was unjammed in-house and the instrument passed initialization and was able to clamp, fire, and unclamp successfully with a plastic test sheet installed. However, when clamp performance was tested via a shim test, the instrument failed to clamp on the 0.032" shim in the pitch down position on multiple attempts. Clamping failed in the pitch down wrist orientation. Visual inspection of wrist components showed that the yaw plate was bent outwards towards the clamp cardan and the pivot pin was broken. Additionally, witness marks were observed on the clamp cardan shell that may be indicative of the cardan rubbing against other components during clamping/unclamping. Evidence suggests that the component damage at the wrist may be related to the unclamp failure.